Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an evaluation was performed. A review of the downloaded device events log confirmed that a single occurrence of system fault 74 ws triggered in the device. Visual inspection of the device found an unknown substance on the expiratory valve. The device was cleaned, serviced, calibrated and tested then returned to the customer. There was no patient injury reported as a result of this incident. (B)(4).